Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/02/2016 that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a failed transmitter error was confirmed. The root cause was determined to be a failed transmitter.